Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer. No product information has been provided to date.

Event description:
It was reported that the pump alarmed with cassette. The patient stated that one of the pumps had a dent in the bottom line. The patient reported that the prefilled cassette was causing no disposable alarm on both pumps. This issue was resolved with new cassette. No patient injury was reported.

Manufacturer narrative:
Event problem and evaluation codes: updates not required. Device evaluation: no product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: h5: correction: labeled for single use: no.